Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced 1.75 rest. The physician stated that it might be because the lens has slipped forward postoperatively. There are two files associated with this report. This is 1 of 2.

Event description:
Additional information was received stating result was 1.75 in the sphere and 1.0 in the torus in minus.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. "The lens had slipped slightly forward postop and that had caused the incorrect refraction. This has nothing to do with the lens". The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that "the lens had slipped slightly forward postop and that had caused the incorrect refraction. This has nothing to do with the lens". Based on this information, the product did not cause/contribute to the event. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).